Event description:
It was reported that there were holes in a patient extension set which resulted in a leak; further described as "had holes and filled them with air and solution leaked everywhere all over the patient's room". This was observed during unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.